Manufacturer narrative:
Investigation results: the complaint of needle retraction issues was confirmed from the representative 20g insyte autoguard units that were received in sealed packaging from lot #4229661. An inspection of the returned samples revealed no damage or defects on the returned samples; however, a functional test showed that the needles fully retracted but 4 of the 20 tested units exceeded the retraction specification time. The appropriate manufacturing personnel were notified of this complaint. A trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: the needle for the 22 gage angio catheter is not retracting. The (B)(6) clinic on (B)(6) showed me the issue. The nurses had to pull the needle back from the catheter that cause blood to leak out. I brought a different lot number of angio catheters to the clinic. The nurses opened the catheter and the needle retracted. I pulled all the angio catheters. 2/10/2025: event date: this date is 29 january 2025. The negative outcome is the needles for this lot did not retract. The nurse held the catheter and pulled back on the needle. When she pulled back a little bit of blood splattered on the nurse¿s hand (the nurse was wearing gloves).

Manufacturer narrative:
Additional information of fa#.